Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer stated that the blood glucose level was impacted; however, the level value was not known. After the alarm, the customer resumed insulin delivery. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.